Event description:
Per the clinic, the patient was hospitalized on (B)(6) 2025 due to continued pain. Subsequently, the internal fixture was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report